Manufacturer narrative:
A definitive cause of the post-op complications cannot be determined. As reported, patient has experienced chronic pain post implant of the 3dmax light mesh. Imaging shows no recurrence of the hernia. Pain is listed as a possible complication in the adverse reaction section of the instructions-for-use, provided with the device. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot (B)(4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2023 the patient was implanted with a 3dmax light mesh during the repair of a symptomatic right inguinal hernia. Per information provided " introduction of 5 mm trocars subumbilically and suprapubically. Continuation of wide preperitoneal detachment from the iliac spine to cooper's ligament. A direct hernia is observed. Reduction of the peritoneal sac, which is largely separated from the elements of the spermatic cord. Placement a 3dmax (light) mesh large preformed prosthesis in the preperitoneal detachment space interposed between the peritoneum and the deep inguinal orifice. Progressive exsufflation of the pneumoperitoneum, checking for correct prosthetic positioning. Removal of trocars. Umbilical fastening with vicryl 1 x-stitch. Skin fastening with monocryl 3.0 reverse stitches. Steristrips. Exact compress count at end procedure. Negligible blood loss note: heavy coughing extubation." Due to complaints of persistent pain on (B)(6) 2024 the patient underwent examination by doctor and an abdomino-pelvic scan which showed no recurrence of the hernia. The patient's current state is reported as, "dull, permanent pain around the prosthesis, painful sitting or lying position, loss of libido, rapid shortness of breath during everyday physical activity (carrying groceries, housework, etc.)."